Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the broken essure'), device dislocation ('a peice of the broken essure device migrated / stayed in the ovary') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Patient used a patch for birth control in 2005. Patient underwent essure confirmation test on mar-2010, results: that they were in place and seemed to be working. Previously administered products included for birth control: mirena. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (ablation in 2017. And essure removal surgery on (B)(6) 2014 essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, migraine, allergy to metals and fatigue outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, device breakage, device dislocation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014: device removal surgery not mentioned and incomplete removal. Part of it is still in my ovary. Found part of the device left in the ovary from last surgery to remove the essure device. A abaultion was done due to persistent issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in march 2010: coils were in place. Lot number: 678814 manufacture date: 2009-10 expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the broken essure'), device dislocation ('a peice of the broken essure device migrated / stayed in the ovary') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Patient used a patch for birth control in 2005. Patient underwent essure confirmation test on (B)(6) 2010, results: that they were in place and seemed to be working. Previously administered products included for birth control: mirena. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with paracetamol (tylenol) and surgery (ablation in 2017. And essure removal surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, migraine, allergy to metals and fatigue outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered allergy to metals, device breakage, device dislocation, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: (B)(6) 2014: device removal surgery not mentioned and incomplete removal. Part of it is still in my ovary. Found part of the device left in the ovary from last surgery to remove the essure device. A ambulation was done due to persistent issues. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the broken essure'), device dislocation ('a peice of the broken essure device migrated / stayed in the ovary') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Patient used a patch for birth control in 2005. Patient underwent essure confirmation test on mar-2010, results: that they were in place and seemed to be working. Previously administered products included for birth control: mirena. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (ablation in 2017. And essure removal surgery on (B)(6) 2014. Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, migraine, allergy to metals and fatigue outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, device breakage, device dislocation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014: device removal surgery not mentioned and incomplete removal. Part of it is still in my ovary. Found part of the device left in the ovary from last surgery to remove the essure device. A abaultion was done due to persistent issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in march 2010: coils were in place. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Lot number added. Event onset dates for previously reported events: device breakage / piece of the broken essure, fatigue, nickel allergy, migraines/headaches were updated. New events: abnormal bleeding (vagina), abnormal bleeding (menorrhagia), abdominal pain were added. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the broken essure'), device dislocation ('a piece of the broken essure device migrated / stayed in the ovary') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Patient used a patch for birth control in 2005. Patient underwent essure confirmation test on (B)(6) 2010, results: that they were in place and seemed to be working. Previously administered products included for birth control: mirena. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with paracetamol (tylenol) and surgery (ablation in 2017. And essure removal surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, migraine, allergy to metals and fatigue outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered allergy to metals, device breakage, device dislocation, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: (B)(6) 2014: device removal surgery not mentioned and incomplete removal. Part of it is still in my ovary. Found part of the device left in the ovary from last surgery to remove the essure device. A ambulation was done due to persistent issues. Most recent follow-up information incorporated above includes: on 16-jul-2019: new pfs received. This case becomes incident. New events added: device breakage, device migration, migraines / headaches, nickel allergy, pelvic pain, bleeding, fatigue. Reporters and treatment dug and historical drug were added. Reporter causality comments and patient notes were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.